Event description:
It was reported, "the transducer had excessive offset during use." Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
Our evaluation found that the dpt did not zero. Function testing found that it was possible to obtain the output impedance measurement due to open conditions at the #2 and #3 solder joints. It was observed that the #2 solder joint was completely lifted from the pads. Examination of the #3 solder joint found that the solder joint did not make contact with the outer pad.